Event description:
It was reported that the arctic sun device has a failed circulation pump and wanted to send it in for the 2000 hour service. Biomed stated it was not with them and no evaluation could be performed. Per notification received on 04apr2023, there was no patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a failed circulation pump and wanted to send it in for the 2000 hour service. Biomed stated it was not with them and no evaluation could be performed. Per notification received on 04apr2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.